Event description:
It was reported that the catheter separated after insertion. A portion of the catheter embolized in the pt's lungs. The pt was transferred to another hosp and pt's condition was reported to be poor.